Event description:
The customer contacted stryker to report that their device during testing did not pass the shock button test. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer informed stryker over the phone that after re-installing the test software the device was able to pass the test. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. The device remains with the customer.